Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. Gastritis, duodenal ulcers and duodenitis are known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient developed a hiatus hernia (3cm), gastritis, duodenal ulcers and duodenitis diagnosed by an endoscopy team on (B)(6) 2025. Due to nausea, patient was prescribed antiemetics cyclizine and prochlorperazine. Patient reports pd symptoms worsened while taking prochlorperazine with reported increased rigidity. Since stopping prochlorperazine rigidity has resolved.